Event description:
The peritoneal dialysis (pd) nurse reported that the patient had a hernia repair surgery. On (B)(6) 2014, the patient was admitted to the hospital for an umbilical hernia repair surgery and discharged on (B)(6) 2014. The patient's catheter was replaced and the patient was placed on hemodialysis treatment for three times a week for 6-8 weeks.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The patient's medical records were received and a clinical investigation was performed. The medical records revealed that the patient was preparing to start pd in the middle of (B)(6) 2014. On (B)(6) 2014, the rn noted the exit site looked good and the patient would restart ccpd after hd post hernia surgery. The clinical investigation concluded that there was not sufficient information in the medical records to see what caused the patient's umbilical hernia.